Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the abdomen between 4 and 24 hours, the site was painful, with a 2 cm irritation yellow and draining. The patient visited the doctor's office, who bathed the site and provided betaisodona cream to apply on the affected area.